Manufacturer narrative:
(B)(4). Results: one piece sled, cartridge, drivers. Additional information was requested and the following was obtained: what was meant by misfired? - reload did not fired completely. Did the device deliver any staples-yes. If yes, were the staples formed properly-no. If yes, was the staple line complete? Did the device cut-yes. If yes, was the cut line complete-no. What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)-ple60a. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)-3rd. Was buttressing material utilized? If so, which product-no. Was the instrument fired across or near an existing staple line or clip-yes near staple line. Were any unexpected noises heard? If so, when-yes during firing. Were any of the forces higher or lower than expected (closing or opening)-higher during opening the analysis found that one ecr60b cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The reported opening issues could not be confirmed as no device was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the cartridge misfired. It was unknown how the procedure was completed. No patient consequences reported.